Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the right ventricular (rv) lead exhibited an increase in thresholds, and was found to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.